Event description:
It was reported that the artificial urinary sphincter (aus) cuff stopped working due to erosion and it was needed a surgical procedure to downsize on the cuff from a 4.5 to a 4. There were no patient complications.